Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump returned a motor error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 420 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed failed battery test, after battery installation due to corroded battery tube and battery cap contact. Insulin pump was unable to verify motor error alarms or perform prime test due to failed battery test alarms. The motor was tested outside of device and passed. Insulin pump received with minor scratches on lcd window, cracked case at display window corner and battery tube threads.